Manufacturer narrative:
No unexpected alarm in the daily history noted. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test and displacement test. No unexpected alarm/alert during testing. The load reservoir feature functioning properly. The ¿complete¿ status with ¿next¿ highlighted on the screen functioning properly. Pump primed and rewind properly during testing. The test filled reservoir with infusion set installed in the reservoir compartment and perform the load reservoir/fill cannula feature and no unexpected squirting out during testing. In further analysis of the pump history found insulin flow blocked alarm/no delivery alarm 1 week to the event date of 02-nov-2025 in the formatted history file. Multiple no delivery alarm/insulin flow blocked alarm were found on 11/02/2025 from 00:21:00.000 until 03:28:32.000 during bolus/basal/fill cannula deliveries. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. The force sensor offset measured within spec range during testing (23.3 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case and pillowing keypad overlay during the visual inspection. In summary, pump passed required testing. Customer alleged for rewind option displayed after an alarm/alert, insulin is "squirting out" during the fill tubing process, pump unable to exit the "load reservoir" process, no ¿complete¿ status with ¿next¿ highlighted on the screen and prime/fill anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue related to the pump rewind. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed. Customer was not able to exit the load reservoir process. Customer stated the rewind option displayed after an alarm/alert. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1812 was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.